Manufacturer narrative:
(B)(4).

Event description:
The pt has a long history of suicidal ideation and a number of suicide attempts prior to her enrollment in the original deep brain stimulation study for treatment of obsessive compulsive disorder. Treatment produced a nearly complete remission of her ocd symptoms. However, she has continued to struggle with recurrent depression, and depressive episodes have contributed to numerous hospitalizations for suicidal ideation during the course of her deep brain stimulation therapy. Discontinuation of therapy due to a lead break (on one occasion), end of battery life, or magnet exposure has contributed to some prior episodes. The pt was in a post-data collection phase, continuing therapy under a cause included in the original study protocol. The pt made a serious suicide attempt by overdose on previously prescribed and hoarded medications. At about 11:30 pm on (B)(6), 2010, she ingested over 100 tablets of ambien (10 mg) and about 15 seroquel tablets (200mg). The attempt had been planned for many months, but was acutely precipitated by a traffic ticket for speeding and driving with an expired license (not renewed many months previously because of her plan to die). The guilt and embarrassment she anticipated in having to reveal this to her parents pushed her to take the overdose. The pt was taken from her parent's home to the hospital. She was treated with activated charcoal, sedated with propofol and subsequently weaned, with full recovery. She was then transferred to psychiatry service for safety and stabilization. Five days after the event, the pt reported full cognitive recovery and described an "epiphany" created by her survival and her faith, leading to full resolution of her suicidal intent and a new commitment to sustaining her life. She has sustained a powerfully stated commitment to sustaining her own safety since that time. She strongly wishes to continue dbs therapy and credits it with giving her a chance at a meaningful life after years of dysfunction due to ocd. Suicidality is a known risk in dbs treatment due to the severely ill and refractory pt population that is eligible to receive this therapy. Many participants enrolled in these studies have prior suicide attempt histories. Suicidal ideation is included in the consent form in use here and elsewhere. There is no evidence that dbs therapy played a role in this pt's overdose. There is clear evidence that the device itself was functioning appropriately at the time of her attempt. Reference mfg. Report # 3007566237-2010-10404.